Event description:
Complainant alleged that while attempting to treat a 60/70-year-old female patient, the device prompted a change batteries message. The user thought this meant the device was not operational and did not try to use the device following the change batteries prompt. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report was verified during evaluation. A review of the device log shows the device was notifying a red x condition beginning 10 months prior to the device being deployed on a patient that was not addressed. The device was tested with the customer's returned batteries and was able to power on and pass the device battery installation test and battery test. The user at the time of the event was a lay-user and did not know the device would still operate despite prompting a "change batteries" message. Root cause is related to following zoll reommendations for operational readiness. The AED plus administrator's guide, 9650-0301-28 recommends that the device be visually inspected often, as necessary, to ensure that the device is displaying a green check and is rescue ready. The administrator's guide also states that, if the unit prompts "change batteries" a low battery condition has been detected and the batteries must be replaced immediately. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.